Event description:
It was reported that during a device change out due to eri the set screw would not release the atrial lead. The physician was unsuccessful when using sterile nippers to cut the header. The physician damaged the atrial lead in the process as well. The lead was capped and the ICD was replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.